Event description:
Initial diagnosis breast cancer 2012. First breast implant received (left side) (B)(6) 2012 then replaced left side 2013; second breast cancer diagnosis (right side) 2015 implant put in (B)(6) 2015. Multiple augmentation surgeries, natrelle allergan implants both sides no medicinal, chemo or radiation treatment needed for both diagnosis only mastectomies. Ten years of medical testing and medical records testifying to chronic illness, decreased health, multiple autoimmune diseases and progressive decline in health all in line with outline and symptoms list for breast implant illness. Scheduled to have both breast implants removed via total capsulectomy with en bloc by dr (B)(6) on (B)(6) 2022. FDA safety report ID # (B)(4).